Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer stated that in january their blood glucose level was over 500 and woke up with 578 mg/dl then went to hospital. Customer reported that the infusion set head was broken but insulin pump did not gave him no delivery alarm. Customer also stated that the insulin pump rejected new batteries. Customer stated that the insulin was squirted out during priming. Customer was on intravenous insulin at the hospital. Customer stated that the insulin pump was working as it should. Customer got home from work at 11 pm and had 10 carbohydrates and gave bolus with a blood glucose at 93 mg/dl. Customer declined to troubleshoot for any issues at this moment. The insulin pump will not be returned for analysis.